Manufacturer narrative:
Manufacturer investigation conclusion: the report of low speed events was confirmed through the evaluation of the submitted system controller log file data; however, a specific cause for the low speed events could not be conclusively determined through this evaluation. It was reported on 21jan2019 that multiple low speed operation events were noted in the patient¿s event history. Of note, the patient had undergone a recent pump exchange approximately 2.5 weeks prior on (B)(6) 2019 due to internal driveline wire damage. The customer indicated that the patient remained asymptomatic with no signs of thrombus. A specific cause for the low speed events and elevations in pump power captured in the submitted log file data could not be conclusively determined through this evaluation. However, following the reductions in pump speed coupled with the elevations in pump power/estimated flow, the pump speed recovered above the low speed limit and pump parameters eventually returned to baseline, suggesting that something, possibly a thrombus, may have potentially passed through the pump. Additional information provided on 05feb2019 indicated that the low speed events naturally resolved on their own without any intervention. It was reportedly difficult to tell if the low speed events were related to a device issue or patient condition. No further diagnostic testing was performed and the patient was not treated with any medications or other interventions to address the issue. At that time, the patient was reportedly on the general floor of the hospital and getting ready for discharge by the end of february. The patient remains ongoing on heartmate ii left ventricular assist system and no additional events have been reported at this time. The heartmate ii lvas IFU lists device thrombosis and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device- 1 year and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered a possible microemboli that could have passed through the pump. No additional information provided.